Manufacturer narrative:
Findings: pump received with blank display due to broken solder joint. Unable to all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify any alarms due to blank display. Pump received with cracked reservoir tube lip, minor scratched lcd window, and scratched reservoir tube window.

Event description:
The customer reported via phone call indicating that the insulin pump had blank display. Customer's blood glucose at time of incident was 398 mg/dl. The customer was advised to insert new aaa alkaline battery. Customer stated the display did not return. The customer was advised to remove battery for 10 minutes. The customer was advised to clean the battery cap with a cotton swab and isopropyl alcohol and allow it at least for one minute for the battery contracts to dry. The customer was advised to insert new aaa alkaline battery and display did not return. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.